Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted devices were disposed by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: m365sc8416700, model: sc-8416-70, serial: (B)(6), batch: 21355313, UDI: (B)(4).